Event description:
It was reported that the external pulse generator (epg) had an automatic shutdown and bad contact situation. The status of the epg is unknown. The event occurred while the epg was in use with a patient, however, no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).